Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 sensor and the ilet and requested assistance to reconnect the sensor. Symptoms included no reported clinical effects. Outcomes included no alerts, no alarms, and no medical intervention. Investigation included troubleshooting and user education for signal loss and reconnection steps. Investigation of this case revealed that readings resumed during the call and no device malfunction was identified, consistent with transient signal loss without a confirmed responsible device. It was concluded, based on previously established findings for similar reports, that the cause was user and environmental factors leading to intermittent bluetooth signal disruption.